Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A non-bsc semi-compliant balloon catheter was advanced for pre-dilation, however the balloon failed to inflate. The device was removed and was changed with an 8mm x 2.50mm, nc quantum apex balloon catheter. However on the second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed as a whole and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.